Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invesigation.

Event description:
It was reported that: on the (B)(6) 2022, during treatment, a manta device was used for closure. The patient had a retroperitoneal bleed. A covered stent was needed to resolve. The physician acknowledged that there was a "high stick" access position. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following an undisclosed procedure, a 18f manta was deployed for closure. Following deployment, retroperitoneal bleeding was present. A covered stent was deployed to address the retroperitoneal bleed. The patient outcome post procedure was fine. The physician acknowledged the access was a high stick. Therefore, the suspected root cause of the retroperitoneal bleed may likely be due to user error in utilizing manta in a patient with high access (at or above the inguinal ligament). Due to the location of the manta deployment, it is likely the implant was unable to effectively maintain a seal and the implant became dislodged. The IFU warns not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. Potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding, and its consequences, as a result of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea).

Event description:
It was reported that: on the (B)(6) 2022, during treatment, a manta device was used for closure. The patient had a retroperitoneal bleed. A covered stent was needed to resolve. The physician acknowledged that there was a "high stick" access position. Additional information has been requested from the account.